Event description:
The ve lvas was implanted in 2000. In 01/2001, the pt was getting intermittent yellow wrench alarms with an alarm code of hi bus #2 open. An x-ray was taken and revealed a possible wire break in the percutaneous lead. MFR field service representatives evaluated the perc lead in the field, confirmed a broken wire and repaired the perc lead in the field without problems. On 01/18/2001, MFR field service representatives were on site and confirmed a broken hi bus wire open but there was insufficient perc lead to repair. In 01/2001, another wire appeared to be broken in the perc lead and on the event date, the physician replaced the ve lvas with another ve lvas. The ve lvas continued to function appropriately with the broken wires due to the redundency of the wires within the perc lead.